Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator. They replaced the peep solenoid mount to correct the problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the peep (positive end-expiratory pressure) solenoid is unstable on lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.